Event description:
It was reported that the end of the stent was damaged. An innova was selected for use in an angioplasty and stenting procedure to treat an occlusion in the superficial femoral artery. During device preparation, it was noted upon opening the packaging that the end of the innova stent was kinked/dented. The device was exchanged prior to use within the patient. The procedure was completed using the alternate device and there were no reported patient complications.

Manufacturer narrative:
B3 - date of event: the event date was approximated to 12/16/2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the end of the stent was damaged. An innova was selected for use in an angioplasty and stenting procedure to treat an occlusion in the superficial femoral artery. During device preparation, it was noted upon opening the packaging that the end of the innova stent was kinked/dented. The device was exchanged prior to use within the patient. The procedure was completed using the alternate device and there were no reported patient complications.

Manufacturer narrative:
B3 - date of event: the event date was approximated to 12/16/2024 based on the date that boston scientific became aware of the event.